Event description:
Additional information was received that the device was able to be interrogated with ble telemetry with a programmer.

Event description:
It was reported that the device was unable to communicate via bluetooth telemetry. No intervention has been performed at this time. The patient was in stable condition.